Event description:
It was reported that the leads were explanted due to phrenic stimulation. It was not clear which lead was involved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.